Event description:
It was reported that during implant attempt, the lead was placed in the atrial appendage with high thresholds. The physician attempted to reposition but was unable to successfully maneuver the lead to optimal position. The physician felt that the lead was stretched due to the tugging during repositioning. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the distal conductor of the lead became extrinsically fractured due to over-rotation, the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal conductor was extrinsically distorted due to kinking/buckling, the distal conductor of the lead was extrinsically over-rotated, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the inner insulation of the lead became extrinsically distorted due to kinking/buckling, the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress, visual summary analysis of the lead indicated damage at implant, and visual summary analysis of the lead indicated stretching; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.